Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.